Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. H3, h6: the product was returned to j&j medtech orthopedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Breakage was not identified. Broken fragment belong to mating nail implant device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the tfna helical blade perf l85 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: elmira / packaged, sterilized and released by: monument, manufacturing date: 17-apr-2025, expiration date: 01-apr-2035, part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile, lot number: 62252p0 (sterile), lot quantity: (B)(4), nonconformance noted: n/a. Review of the DHR file: note; helical blade was manufactured by elmira; lot numbers 52841p5 quantity (B)(4). Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 62252p0. No nonconformities or manufacturing irregularities have identified related to the complaint condition. DHR review retrieved from (B)(4) as the impacted products share the same lot number. Device history review: 07-nov-2025: DHR reviewed by: (B)(4). A manufacturing record evaluation was performed for the finished device with batch number 62252p0. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. Breakage was not identified. Broken fragment belong to mating nail implant device. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the tfna helical blade perf l85 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 17-apr-2025 expiration date: 01-apr-2035 part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile lot number: 62252p0 (sterile) lot quantity: (B)(4). Nonconformance noted: n/a a manufacturing record evaluation was performed for the finished device with batch number 62252p0. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was tfna blade revision. During extraction a piece of metal came out with the blade. The hcp does not know where it came from. The surgeon left the nail in situ. There were no patient consequences.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
Additional information received states that the product involved is 1, they put a + because during extraction of the blade came a macro pieces of metal with. This is in the same plastic bag as the blade.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5 corrected: d4 (primary UDI number) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: h6 medical device problem code. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: the product was not returned to j&j medtech orthopaedics, however photos were provided for review. The photo investigation revealed some broken fragment, but with the evidence provided, it cannot be confirmed the broken tfna blade. Without a complete view of the device in the photo evidence the investigation could not draw any conclusion about the reported event. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the tfna helical blade perf l85 tan would not have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: elmira / packaged, sterilized and released by: monument manufacturing date: 17-apr-2025 expiration date: 01-apr-2035 part number: 04.038.385s, tfna fenestrated helical blade 85mm -sterile lot number: 62252p0 (sterile) lot quantity: (B)(4). Nonconformance noted: n/a review of the DHR file: note; helical blade was manufactured by elmira; lot numbers 52841p5 quantity (B)(4). Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 31452 supplied by (B)(4) was reviewed and determined to be conforming. A manufacturing record evaluation was performed for the finished device with batch number 62252p0. No nonconformities or manufacturing irregularities have identified related to the complaint condition. Device history review a manufacturing record evaluation was performed for the finished device with batch number 62252p0. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (expiration date), d10 and h4. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.